Manufacturer narrative:
Additional information was received that the patient¿s wound was not healing. The patient experienced swelling, heat, puss, pain, febrile. The patient underwent a washout, was administered antibiotics, and will be monitored. The condition was improving and there was no further growth of staphylococcus aureus. It is unknown if the infection was procedure related. Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient developed an infection at the implant site two weeks after an implant procedure.

Event description:
A report was received that the patient developed an infection at the implant site two weeks after an implant procedure.

Manufacturer narrative:
Additional information was received that the infection was at the ipg site. The wound site was opened, washed out and then closed again. The wound was healing and looked good. The physician assessed that the infection was not device related. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the implant site two weeks after an implant procedure.